Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device battery was low and no troubleshooting could be performed. On (B)(6) 2015, the device was explanted and replaced. No additional information was available at this time.